Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins was not working and had not been charged for a couple days. They were not able to recharge because they got the ins recharger wet. No patient symptoms or further complications were reported as a result of this event.